Event description:
A patient reported blood glucose results of "172 mg/dl" with a lifescan meter and "142 mg/dl" on a laboratory device performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.